Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the event history logs was not completed as the device log failed to download. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A visual inspection, functional and electrical returned instrument testing evaluation (rite) and simulated-use testing were performed. The sample analysis revealed no issues that could have caused or contributed to the reported problem. The assignable cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.